Event description:
Patient was being supported on veno-arterial extracorporeal membrane oxygenation (ECMO) and the ECMO circuit, which carries the blood from patient to oxygenator and back to the patient, developed a significant leak. Leak identified at manufacturer bonded locations in the circuit. Significant blood loss and required change out of the circuit. FDA safety report ID (B)(4).